Event description:
Physician indicated that pt was originally skin tested by another physician. Pt rec'd 2.0 cc of one formulation of collagen, 0.5 cc of a second formulation of collagen, and 1.5 cc of a third formulation of collagen in the nasolabial folds, glabella and vermilion border. Pt denies anything unusual until when pt first noted feeling something unusual at the bottom of right nasolabial fold which has been growing larger. This occurred in the area injected with 0.5 cc of the second formulation of collagen. The physician saw pt and confirms a 1.5 cm "cyst" which is reddish, slightly elevated, and painful. Physician prescribed a 3 day course of keflex p.o., and has tentatively scheduled surgery to excise "cyst".